Event description:
Patient was undergoing a right shoulder repair when the patient began "bucking" as a result of waking up from anesthesia (case near completion). The primary surgeon let go of the cautery pencil to assist securing the patients arm and upper body. More anesthesia was given and patient relaxed. Staff noted bleeding on right arm. Arm was unwrapped and surgeon found a 2cm x 3cm laceration. Debridgement and suturing was completed and arm and shoulder was rewrapped. Investigation revealed that cautery pencil was activated from pressure applied to patient when patient safety was at issue (bucking). Physician was aware of safety issue to put pencil back into holder, but time was not available due to the patient's safety issue.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, visual examination, other, other. Results of evaluation: other, incorrect technique/procedure, inherent risk of procedure. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: inserviced by other facility staff. The device was destroyed/disposed of.